Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported a bipolar cord and tubing set (ID 190002rpb) has a green substance. The event occurred during inspection of the inventory.

Manufacturer narrative:
The bipolar cord and tubing set (ID 190002rpb) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the bipolar cord unit was noted to have a green residue present. Samples of cord and tube sets were sent to an internal laboratory for analysis to determine the composition of the green residue. It was determined that the residue is pvc plasticizer leeching from the material. The complaint could be verified through failure analysis. Root cause - the green residue is leeching pvc plasticizer. This leeching occurs under the combination of adverse heat conditions and time. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.